Event description:
It was reported the customer requested assistance obtaining patient data to determine when alarm limits were changed. The patient was resuscitated and transferred to another hospital. The clinical audit trail review revealed numerous alarms for the patient, including red arrhythmia alarms. Biomed indicated no alarm limit changes were found; however, the spo2 alarm appeared to be the only alarm which was turned off. This occurred after the patient event when the patient was disconnected from the monitor. In addition, it was noted alarms were functioning as expected and were also acknowledged. It remained unclear whether there was an allegation of harm related to the monitors. Good faith efforts have been sent.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Analysis was performed by remote service personnel who logged into the system and included log file review. The results of the analysis were that the clinical audit trail review revealed numerous alarms for the patient, including red arrhythmia alarms. The remote support engineer (rse) advised the customer biomed that no alarm limit changes were found; however, the spo2 alarm appeared to be the only alarm which was turned off. This occurred after the patient event when the patient was disconnected from the monitor. In addition, the rse noted that a precursory view of the clinical audit trail (cat) indicates that alarms were functioning as expected and were also acknowledged. The clinical audit trail IFU for rev. C and 4 was emailed to the customer as well as a snippet from the cat showing the spo2 off after the patient event. Based on the results of the analysis, the product was confirmed to be operating per specifications. The issue was resolved by providing information to the customer. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
It was reported the customer requested assistance obtaining patient data prior to and safety event to determine if and when alarm limits were changed. The patient was resuscitated and transferred to another hospital. Multiple good faith efforts attempts been made to find out about patient information and whether there was an allegation of harm related to the monitors have been unsuccessful.